Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. The shopfloor paperwork for this batch was reviewed. All manufacturing and quality assurance testing was carried out in accordance with standard procedures. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
(B)(6) study # (B)(6). It was reported that an unknown number of days after a coronary artery drug eluting stenting treatment procedure the patient experienced a myocardial infarction (mi), and underwent a target vessel reintervention (tvr). The index procedure treated one target lesion. Target lesion 1 was 3.0 mm vessel diameter, 80% stenosed region of the 1st obtuse marginal artery (om). The lesion was 18.0 mm in length and was mildly tortuous. The physician direct stented the lesion with one taxus express 2 8.8% 3.0x20 mm drug eluting stent without complication. The taxus stent was post dilated after deployment. Residual stenosis was 0%. The patient was discharged from the hospital 1 day post index procedure receiving asa nad plavix. The site reported that the patient experienced a mi and underwent a tvr an unknown number of days post index procedure. No further information is available at this time.